Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 days following the implant of this transcatheter bioprosthetic valve, the patient suffered a loss of consciousness. The patient's consciousness worsened. The patient was taken to the emergency room and admitted. An magnetic resonance imaging (MRI) exam was performed. The left internal carotid artery (ica) was occluded after the left ica "started". An acute cerebral infarction thrombectomy was performed. Bradycardia and a pause were observed after hospital admission. The following day heparin was administered. The following day, no bleeding was reported on computed tomography (CT) scan, therefore the medication was changed to aspirin. Five days following the left ica occlusion diagnosis, warfarin was initiated, however because the international normalized ratio (inr) was expected to be prolonged with the start of antibiotics, the warfarin was temporarily discontinued. Deep vein thrombosis (dvt) was observed in a repeat examination of the dvt echocardiogram. Aspirin was completed, and xarelto was initiated. 13 days following the valve implant, a permanent pacemaker was implanted as a result of the bradycardia. The patient was transferred to a rehabilitation clinic following the cerebral infarction. No additional adverse patient effects were reported.

Event description:
Additional information was received that two months following the valve implant, the patient had a fever at the hospital. Ctrx was administered for suspected urinary tract infection, but the fever did not resolve. The fever was suspected to be drug induced so the target drug was discontinued. Ctrx was resumed four days later but nuchal rigidity and kernig's signs were observed, and meningitis was suspected. The patient was transferred to another hospital. Approximately three months following the valve implant, the patient received treatment for meningitis at another hospital and the fever resolved. Tachycardia and hypotension occurred, and the patient was transferred to hospital for system management. Later that day, the patient did not respond to call and bilateral pupil dilation was observed. Head computed tomography (CT) was performed, and multiple cerebral hemorrhages were observed. The physician consulted the neurology department, but no surgical intervention could be performed due to hospital policy and the patient passed away. Per the physician, the events were not related to the valve or implant procedure.

Manufacturer narrative:
Corrected data: e1 - phone number corrected from (B)(6) updated data: b2 b5 h1 h2 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was meningitis.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified "ctrx" to mean that antibiotic ceftriaxone sodium was administered.